Event description:
Unable to connect trial neck segment to broach. Broach neck segment damaged. There was a surgical delay of three minutes.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received indicating that the surgeon reported the neck segment trial would not connect this broach, broach's neck segment damaged, possibly bent or misshapen through repeated use. Only reported deficiency was on the actual broach portion, the separate neck segment trials are attaching to other broach sizes without issue.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was received for analysis. Visual examination along with photographic evidence of the device, did not confirm the allegation. Functional test was not performed since involved neck trial was not returned for examination. No deformations and/or considerable damages were observed on the broach's post which could cause mating issues. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.